Event description:
It was reported that during a pci procedure involving a lesion in an unspecified artery, the maverick2 monorail balloon ruptured at 8 atms. The number of inflations and to what atms is unknown. The procedure was successfully completed with this device. No patient injuries or complications were reported. Patient status is reported as 'good'.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.